Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that lead impedance warnings triggered to high impedance. Both right ventricular (rv) and right atrial (ra) leads had fractured, and exhibited high impedance and oversensing/noise. The ra and rv leads were capped and replaced. No patient complications have been reported as a result of this event.